Event description:
A malfunction was reported on the pump by the caller, with no notable events leading up to it. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer technical support provided instructions for resetting the pump, which the caller followed successfully, as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared.